Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 53 mg/dl. Customer was treated with glucose tablets for low blood glucose. The insulin pump had a pump error alarm. The customer was able to clear the alarm and able to complete rewind. The self test passed. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.